Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump was alarming, and he was unable to reset it or operate it. The customer took the battery out and ended up losing the battery cap. The customer's blood glucose reading was unknown. The customer was sent a replacement battery cap and was advised to call back when he received it to perform troubleshooting. The insulin pump was not replaced or returned for analysis.